Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit has a battery maintenance request when turned on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse ran the battery test, and no errors remained. The unit passed all functional and safety tests.

Event description:
N/a.